Event description:
A 6f angio-seal device was used to seal the right femoral arteriotomy site post percutaneous transluminal coronary angioplasty. Difficulties were encountered during deployment; upward tension on the suture was required to prevent bleeding from the arteriotomy and when realeased and the suture was cut, bleeding resumed. Hemostasis was not achieved and manual compression was applied for 2 hours. A pre-deployment angiogram was performed, however specific characteristics of the vessel were unknown. The patient was discharged. Two to three weeks later, the patient developed right leg claudication and a CT angiogram and a femoral angiogram were done. The angiogram revealed an oval filling defect in the popliteal artery at the bifurcation of the anterior and posterior arteries causing distal vessel obstruction. Interventional procedures consisting of snaring, ballooning, and embolectomy were performed to remove the oval filling defect without success. When pulling on the filling defect, the patient experienced pain. The filling defect appeared to be affixed to the arterial wall and was initially felt to be thrombus. The patient was discharged on bed rest. Surgical intervention was planned.